Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if, and when the product is returned, and investigation has been completed.

Event description:
During treatment, the thermogard xp ivtm system (sn: (B)(4)) powered off. Another thermogard console was used to continue the treatment. No further information was provided by the customer. The patient's status is unknown.

Manufacturer narrative:
The thermogard xp ivtm system (sn:(B)(6) involved in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer was able to resolve the problem by replacing the damaged ac power cord. Therefore, service was not required to be performed by zoll. The on-site biomed suspected that the ac power cord was used to carry/pull the console. After replacing the ac power cord, the thermogard console was placed back for clinical use.